Event description:
The facility reported a pump that turns off by itself. This problem occurred during biomed testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jul 09 2007. The pump is in the process of being evaluated, a follow-up report will be filed upon completion of the evaluation, or if any additional details become available.